Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to moisture damage on the keypad trace. No a4 or a7 alarms noted in the history file. The insulin pump passed displacement test and self-test. No moisture damage was note on the electronic assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, scratched reservoir tube window and missing the end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump were not working. Customer's blood glucose was 200 mg/dl. The insulin pump may have been exposed to steam. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.